Event description:
The lay user/patient contacted lifescan (lfs) customer service alleging that her onetouch ultra2 meter stopped powering in 2009 at 8:30am and that she developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient claimed she developed symptoms of dizziness, lightheadedness, nausea, and frequent visits to the bathroom at an unknown time after the power tissue; however, she denied receiving any form of treatment. Her reported symptoms suggest hyperglycemia. It would be helpful to know how the power issue has impacted her diabetes routine and what events led to the patient's symptoms, such as her activity levels, food intake, medications, and other health conditions, if any. According to the troubleshooting performed with customer service, the battery needed to be replaced based on the battery life and usage. Replacement products were sent to the patient. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after her meter stopped powering on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.